Event description:
It was reported that two years post an initial left total hip arthroplasty performed the patient reported ongoing moderate low back pain that was not present prior to the initial procedure. It was initially thought to be general postop soreness; however, the pain has not resolved and continues to limit activities. The patient has since withdrawn from the study to focus on therapy for the low back pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-10: 10031010, 28mm i.d. 40mm o.d. Size d bearing, lot 65754279. 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot j7381512. 110010243, g7 osseoti 3 hole shell 50mm d, lot 65566556. 110024462, g7 dual mobility liner 40mm d, lot 65789264. 51-104120, tprlc 133 t1 pps ho 12x144mm, lot 7371157. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Operation notes from the primary surgery and additional medical notes were provided and reviewed by a health care professional who reported that there were no complications during the initial surgery and final imaging indicated appropriate restoration of length and offset according to preoperative planning. Reported event was confirmed by review of medical records. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.